Event description:
It was reported that there was a sudden rise in atrial pace impedance and threshold noted on latitude remote monitoring (values not provided). The patient underwent fluoroscopy, and no visible fracture was noted. The atrial lead was then capped and replaced without complication.